Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be outside of the expected limits. The battery was removed and the device was analyzed with a new battery and found to be normal. The original battery was sent out to the vendor for further evaluation and no anomaly was detected. The cause for the premature battery depletion could not be determined.

Event description:
It was reported that the device reported a low battery voltage during a device checkup. A premature battery depletion is suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : device evaluation anticipated but not yet begun.